Event description:
The consumer reported that the patient's spinal cord stimulation (scs) device was ¿still totally not shut off¿ and wanted to know how they could get that done. The patient clarified that she wanted her scs device permanently shut off. The patient stated that she was told the manufacturer representative needed to turn the implant off. It was noted that the patient had a scheduled appointment with her urologist on (B)(6) 2016 and the patient wanted the manufacturer representative to be present. The patient wanted to know the process of getting the device explanted because it was no longer needed. The patient stated that the scs device had been implanted because the patient was in so much pain. Additional information received from the consumer on 30-jun-2016 reported that the patient¿s scs implantable neurostimulator (ins) was superficial; this caused pain at the ins site and it hurt to move. The consumer also reported that ins explant was planned for (B)(6) 2016. The patient¿s indications for use included urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.